Manufacturer narrative:
The product has been received and is currently being evaluated and the results are expected soon.

Event description:
Central line was inserted on (B)(6) 2004 at hospital a in (B)(6). While staff at hospital b were pulling out the line (due to leakage), the rn noticed part of it had broken off. (B)(4).